Manufacturer narrative:
The pump had a constant motion sensor test failure alarm during rewind due to an out of phase motor encoder signal. Unable to perform the self-test, unexpected restart, displacement, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery alarm tests due to the alarm. Unable to confirm the empty reservoir, no reservoir and motor error alarms due to the motion sensor alarm. All operating currents were within specification. The pump was received with no cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. The customer cleared the alarm, rewound, and primed it but the customer was now receiving an empty reservoir alarm. The customer was unable to run the displacement verification test. Customer's blood glucose level was around 118 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.